Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer, a biomedical engineer, advised that when trying to power their device on that the display would flash white before going dark. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the power supply assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.